Event description:
The lay user/reporter called lifescan (lfs) on behalf of the lay user/pt in 2008 and alleged that her one touch ultra2 meter was giving her inaccurate results. The medical affairs specialist listened to the recorded call and is classifying the complaint based on the info received, as the reporter could not be contacted to obtain add'l info. An administrator at the assisted living facility called lfs and mentioned that the pt was getting inaccurate results on the reported meter. The issue first started on the previous month at around 7:30 am. The reporter mentioned that the pt had received a higher blood sugar reading that morning. Based on that reading, the pt was administered an unk amount of humalog and about 40 units of lantus. The pt was feeling weakness, shakiness and wet hairs sometime after that. The reporter mentioned that the pt's nurse administered some juice and also skipped her next dosage of insulin to treat the pt's symptoms. Three control solution tests were performed during troubleshooting, two with the reported vial of test strips and also with a new vial of test strips. The results for those tests were within the expected range. However, the reporter mentioned that she had performed a control solution test before calling lfs, and the result was lower than the expected range. The customer svc agent (csa) also verified that the unit of measurement was set correctly, the reporter is using correct control solution, and the control solution or test strips are not expired. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the reporter claimed that the pt was receiving inaccurate blood glucose readings on the reported lfs meter. She mentioned about the pt receiving a higher dosage of insulin based on the reading received on the reported lfs meter and later, suffered shakiness, weakness and wetness in hairs, which suggests severe hypoglycemia.